Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that no further diagnostics had been performed. The reporter stated the cause of the motor stalls had not been determined, but it was determined the patient was wearing a "therapeutic magnetic bracelet" and once they stopped wearing the bracelet the stalls stopped occurring. It was noted the patient was taking other medications, but there were no other medications in the pump. It was further noted that it was unclear if the patient's light headed and dizziness were associated with the earlier motor stall or a previous event. The reporter stated the cause of the patient's pain at the pump site was unclear. The reporter further stated there were no further actions taken besides typical, expected refills. It was noted the patient was doing well.

Event description:
It was reported that the patient's pump was alarming. The alarm was heard once on (B)(6) 2014 and twice on the report date. The alarm sounded like an ambulance. It was noted that the patient's last refill was on (B)(6) 2014, so the patient was not due for a refill until (B)(6). The device system was used to deliver baclofen. It was later reported that the pump was alarming and the patient was brought to the emergency room (ER). The pump was interrogated and a motor stall and recovery occurred. The patient's managing physician was out of the country at the time of this report. The pump began alarming on (B)(6) 2014 and alarmed three times on the report date. The patient experienced pain in the pump area but no spasticity or other symptoms. (See related pe (B)(4): other unk pts w/ issues). It was later reported that multiple motor stalls and recoveries occurred. On (B)(6) 2014 a motor occurred and last 10 minutes. The following day, another stall occurred and lasted 15 minutes. On the report date, a stall occurred at 10:48 with a recovery at 11:57. There were no MRI's, but it was noted that the patient had a magnetic bracelet that he'd been wearing for some time. The patient previously experienced light-headedness and dizziness. At the time of this report, the patient only had pain at the pump pocket. There was no increased spasticity or other symptoms associated with withdrawal.

Manufacturer narrative:
(B)(4).